Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
It was reported that during an arthroscopy, as the physician was screwing the anchor into the patient shoulder the anchor came apart. The anchor literally broke into pieces. 5.5 awl/tap was used to prepare the hole. It was a healicoil knotless st, so it made its own hole in very hard bone. Retrieved the broken pieces with a grasper and there was enough purchase distally to leave it. The procedure was completed with the same device. There was a delay of less than or equal to 30 min. No injuries or other complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4). H3, h6: the reported device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A review of the material found there are requirements for conformance and a certificate of material analysis is required. A visual inspection revealed the device was returned outside of original packaging. The device has been functioned. The anchor was not returned with the device. No visible damage to the device. A functional evaluation revealed the device actuator could function as expected. Based on the product material not being returned no fracture of the implant could be confirmed. Additional material testing is not required. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.